Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that their administration set had leaked. They did not state what part of the set it had leaked from. Mmd did follow up with the initial reporter and they stated that there were no adverse effects to the patient due to the complaint. No further information was provided. (B)(4)